Event description:
It was reported through the litigation process that sometime post a port placement, the port allegedly dislodged or migrated. It was further reported that the patient allegedly developed an infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2023, a patient was implanted with a port via the right internal jugular vein for the treatment of a hip fracture. About sometime later, the patient presented with a dislodged port that was fully exposed. Further, upon examination, the port access point and tubing were found to be displaced approximately six centimeters from the chest wall. It was also reported that, on (B)(6) 2023, the patient was diagnosed with staphylococcus hominis bacteremia, which was confirmed through blood culture. Subsequently, the port was removed on (B)(6) ,2023. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.